Event description:
It was reported by service report that the side rail will not latch. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Specific root cause for the malfunction of side rail unable to latch up could not be determined.